Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached between 200-300mg/dl while wearing the pod on her arm for longer than 48 hours. She kept giving herself insulin and could smell it. Treatment included drinking water and replacing the pod. Her levels came down within an hour because she was rubbing the spot where the pod was and feels like insulin was gathered there. The patient stated that the cannula had a knot on it when the device was removed.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found. Correction to d(10): (device available for eval: yes, date returned to mfg: 2/11/2019) the device had been received at the time of initial report. Correction to h(3): (device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.

Manufacturer narrative:
The product was returned with a different sequence number than was noted on the initial MDR. Correction: sequence number changed from (B)(4) to (B)(4).